Manufacturer narrative:
Concomitant medical products: product ID: 429888 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced diaphragmatic and nerve stimulation immediately following a device replacement procedure. It was also noted the left ventricular (lv) lead exhibited limited pacing. It was later discovered that the lead was not all the way into the cardiac resynchronization therapy defibrillator (crt-d) header.  An additional surgery was performed to correct the problem. The device and lead remain in use. No further patient complications have been reported as a result of this event.